Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). Part is not available for investigation, therefore no lab investigation can be performed. Most probable root cause could not be determined. Thus the failure could not be confirmed. This complaint will be closed due to no part available and complaint will be reopened when significant information will be available. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Ref.: # (B)(4). Customer ref.: (B)(4).

Manufacturer narrative:
The affected product was requested for manufacturer laboratory investigation but was not yet received. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
According to the customer: translation from german into english: after 2 days leakage at rotaflow centrifugal pump. The set was replaced. No known consequences to the patient. (B)(4).